Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the issue. The customer¿s blood glucose levels remained within a normal range and did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided the necessary information for resetting the pump, assisted the caller in performing the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.